Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la clogged during use. The following information was provided by the initial reporter, translated from portuguese to english: "lot 9240205 fab 2019-09 venc 2024-08 contains 20 clogged needles. I use 04 needles per day. I opened a new box 03 days ago and already found 04 needles clogged. This complaint is already recurring, as it only uses these needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pn 32g 4mm 5b xtw easyflow la clogged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "lot 9240205 fab 2019-09 venc 2024-08 contains 20 clogged needles. I use 04 needles per day. I opened a new box 03 days ago and already found 04 needles clogged. This complaint is already recurring, as it only uses these needles."